Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 22 mg/dl at the time of the incident. The customer's blood glucose was around 160 mg/dl at the time of call. The customer stated that they treated her high blood glucose with the glucagon shots and insulin pen. The date of the admission was (B)(6) 2015. The customer stated that the low blood glucose was an ongoing issue for her. The customer declined to troubleshoot for the low blood glucose. The customer stated that the insulin did exit after reconnecting reservoir and infusion set. The reservoir will not be returned for analysis.